Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a merlin.net transmission displayed false pause episodes which appeared to be due to undersensing. The undersensing has ceased without any reprogramming and the issue has been resolved. The patient's condition during and after the issue has been normal.